Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was not impacted. The customer let the pump vent for an hour. There was a temporary delay in clearing the alarm. Insulin delivery was resumed.